Manufacturer narrative:
Unable to review manufacturing records due to lack of information about the catalogue number/lot of the explanted device.

Event description:
It was reported that an ovitex mesh placed on (B)(6) 2019 to repair an inguinal hernia was removed on (B)(6) 2019.

Event description:
It was reported that an ovitex mesh placed on (B)(6) 2019 to repair an inguinal hernia was removed on (B)(6) 2019.

Manufacturer narrative:
The event description was updated to correct the initial date of surgery from (B)(6) 2019. And the device manufacture date was removed, as this is unknown.